Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged mostly in the center, with struts distorted, stretched and lifted from the stent profile. The product stent protector was returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cone profiles were reviewed and found that the balloon wings and folds were slightly opened out of their intended position. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25x16 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during preparation when the protecting cap was taken off slowly, resistance was encountered and the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25x16 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation when the protecting cap was taken off slowly, resistance was encountered and the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.